Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis and was admitted to the hospital on (B)(6) 2018 at 01:21 am. The customer had 300 mg/dl blood glucose level and the blood glucose level when the customer admitted to the hospital was 812 mg/dl. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose level was 173 mg/dl. The customer was treated by giving bolus with the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.